Event description:
Bone cement started to shed resulting in loosening of the prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.